Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the ok and arrow keypad buttons stick and sometimes scroll. She stated that the issue began two weeks prior to reporting it. The family member confirmed that there is no physical damage to the keypad. She stated that the patient wears the pump in his pocket and does not clean the pump.